Manufacturer narrative:
Eval summary: add'l info was received on (B)(6) 2011 in the form of qa results. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by the report. Follow-up (B)(6) 2011: the new info does not alter the benefit-risk relationship.

Event description:
Voluminous effusion [joint effusion]. Case description: spontaneous report was received on (B)(6) 2011 from an hcp regarding a female pt, initials unk, who experienced a knee effusion after starting synvisc-one. The pt received an injection of synvisc-one into one knee, which was uneventful (date not provided). One month later, the pt received an injection of synvisc-one in her other knee (date not provided). Following that injection, the pt experienced voluminous effusion (date not provided). Arthrocentesis was performed and the synovial fluid was analyzed (date not provided). Analysis showed that there were several leucocytes and the fluid was sterile. The pt was treated with an injection of cortivazol and recovered (date not provided). The product lot number was not provided. At the time of this report the outcome of the pt was recovered.